Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to turn on. It was noted that the epg failed incoming testing due to a backlight issue related to a connector on the main printed circuit board (pcb). It was also noted that the encoder assembly, one knob, two output connector nuts and three case screws were contaminated. It was further noted that the display wires were pinched with the wire insulation not compromised. Furthermore it was noted that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.